Manufacturer narrative:
Product analysis: it was determined at analysis that the analyzer failed the functional tests which included the active current drain test for device on and off battery current, the backup battery test for power-down battery current, and the patient cable operation test for cable ID. It was noted that the battery was depleted. The analyzer was decommissioned and replaced with another analyzer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The analyzer was returned for evaluation as an associate product and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.